Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a catheter became caught in a placed stent. The atlantis pro2 imaging catheter was advanced to the target lesion and the catheter's tip became caught on the previously placed unknown stent. An unknown guide wire was inserted to change the angle of the imaging catheter. The catheter became released from the stent. No patient complications were reported and the patient's status was good.